Event description:
In 2006, the customer contacted baxter customer service to report a 1550 hemodialysis instrument had pulled too much fluid from a pt. There was no pt injury or medical intervention associated with this report. When the ficilit was later contacted by baxter, the customer stated that no more than 1000cc extra was pulled from the pt. A baxter field service engineer (fse) went to the facility one day later 2006 to evaluate the instrument. The fse found that both outflow sensors needed to be cleaned. A volume test was performed and all operations ran according to specifications.